Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as unidentified (tear) opening (shell thickness within specification) and two openings on anterior/ posterior side assessed as surgical damage. Additional observations: creases are observed. Wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. It is not possible to determine, the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Patient reported, right side rupture. Device has been explanted and replaced with non-allergan device.

Event description:
Patient reported right side rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.